Event description:
The customer observed falsely elevated alinity c calcium results for multiple samples. The results are imprecise across multiple alinity c processing modules. The customer provided the following data (customer provided reference range is 2.2 to 2.6 mmol/l): sid (B)(6), processed on (B)(6)2024 on (B)(6) = 3.82 mmol/l (lot 88813un24), (B)(6) = 3.34 (lot 88813un24), (B)(6) was >6.00 mmol/l (lot 88813un24), (B)(6) = 2.46 mmol/l (lot 88813un24). Sid (B)(6), processed on (B)(6) 2024 on (B)(6) results = 3.07 mmol/l and 4.20 mmol/l, (B)(6) = 2.35 mmol/l, (B)(6) = 2.41 mmol/l. Sid (B)(6), processed on (B)(6)2024 on (B)(6) results = 3.49 mmol/l (lot 17995un23), (B)(6) = 4.05 mmol/l (lot 04893un24), (B)(6) = 2.23 mmol/l, and 2.34 mmol/l (lot 88813un24), (B)(6) = 2.16 mmol/l .(88813un24) sid (B)(6), processed on (B)(6)2024 on (B)(6) = 3.66 mmol/l and 2.20 mmol/l (lot 04893un24). Sid (B)(6), processed on (B)(6)2024 on (B)(6) = 2.38 mmol/l and 3.86 mmol/l (lot 04893un24). Sid (B)(6), processed on (B)(6)2024 on (B)(6) = 2.60 mmol/l (lot 88813un24), (B)(6) = 3.29 mmol/l (lot 88813un24), (B)(6)= 4.08 mmol/l, 3.98 mmol/l, 2.26 mmol/l, and 2.25 mmol/l (lot 88813un24). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Complete information for section a1 patient identifier is (B)(6). Complete information for section h10 related report numbers: 3002809144-2024-00312 and 3002809144-2024-00313.

Manufacturer narrative:
Section d4 lot # was corrected from 04893un24 to 17995un23. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. A search for similar complaints did not identify an increase in complaint activity for lot number 04893un24. A search for similar complaints did identify an increase in complaint activity for lot numbers 88813un24 and 17995un23, however, no trends were identified for list number 07p57 and the complaint issue. Device history record review did not identify any nonconformances or deviations with lot numbers 04893un24, 88813un24, or 17995un23 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity c calcium reagent lots 04893un24, 88813un24, or 17995un23 were identified. Completed information for section h10 related report numbers: 3002809144-2024-00312, 3002809144-2024-00313.

Event description:
The customer observed falsely elevated alinity c calcium results for multiple samples. The results are imprecise across multiple alinity c processing modules. The customer provided the following data (customer provided reference range is 2.2 to 2.6 mmol/l): sid (B)(6) processed on (B)(6)2024 on (B)(6) = 3.82 mmol/l (lot 88813un24), (B)(6) = 3.34 (lot 88813un24), (B)(6) was >6.00 mmol/l (lot 88813un24), (B)(6) = 2.46 mmol/l (lot 88813un24). Sid (B)(6) processed on (B)(6)2024 on (B)(6) results = 3.07 mmol/l and 4.20 mmol/l, (B)(6) = 2.35 mmol/l, (B)(6) = 2.41 mmol/l. Sid (B)(6) processed on (B)(6)2024 on (B)(6) results = 3.49 mmol/l (lot 17995un23), (B)(6) = 4.05 mmol/l (lot 04893un24), (B)(6) = 2.23 mmol/l, and 2.34 mmol/l (lot 88813un24), (B)(6) = 2.16 mmol/l (B)(6). Sid (B)(6) processed on (B)(6)2024 on (B)(6) = 3.66 mmol/l and 2.20 mmol/l (lot 04893un24). Sid (B)(6) processed on (B)(6)2024 on (B)(6) = 2.38 mmol/l and 3.86 mmol/l (lot 04893un24). Sid (B)(6) processed on (B)(6)2024 on (B)(6) = 2.60 mmol/l (lot 88813un24), (B)(6) = 3.29 mmol/l (lot 88813un24), (B)(6) = 4.08 mmol/l, 3.98 mmol/l, 2.26 mmol/l, and 2.25 mmol/l (lot 88813un24). No impact to patient management was reported.